Event description:
During an egd procedure the physician used a wilson-cook quick silver bipolar coagulation probe.cautery was applied in the pt's stomach. The report indicated the probe stopped working. When the device was removed from the endoscope the tip stayed in the pt's stomach. A net was used to capture and remove the probe tip from the pt. Post procedure the pt's condition was reported to be good.